Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of baclofen at 100 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient's pump stopped working "a couple days ago". The patient's limbs would start falling and "going all over the place". It was stated the patient was in a wheelchair and his legs and knees would fall out. This was how the patient knew it was not working. It was asked if the pump would need to be readjusted. No further issues were reported. The patient's concomitant medications included 20 mg oral baclofen.